Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and identified a clogged and dirty flow cell and the carbon dioxide (co2) membrane needed replacement. The fse cleaned the calcium and co2 electrode tips and ports. The fse also replaced the co2 membrane and calcium electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrolyte) patient results with low anion gaps on their unicel® dxc 800 instrument. Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample.